Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 162260: 57 items manufactured and released on 26-jul-2016. Expiration date: 2021-07-04. No anomalies found related to the problem. To date, 45 items of the same lot have been already sold without any similar reported event. Additional implants involved in the event, batch review performed on (B)(6) 2019: cup: versafitcup cc trio 01.26.45.1152 acetabular shell cc trio no-hole ø 52 (k122911) lot. 164420. Lot 164420: 140 items manufactured and released on 24-oct-2016. Expiration date: 2021-10-09. No anomalies found related to the problem. To date, 140 items of the same lot have been already sold without any similar reported event. Liner: cc e cc light 01.26.3244 hct flat pe hc liner ø 32 / e (k103352) lot. 163954 lot 163954: 130 items manufactured and released on 22-sept-2016. Expiration date: 2021-09-07. No anomalies found related to the problem. To date, 130 items of the same lot have been already sold without any similar reported event. Implants from ceramtec 38.49.7175.665.00 biolox delta ceramic ball head 12/14 ø 32 size s -4 lot. 7011090857 (item not registered in USA). The component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
On the (B)(6) 2019 we were informed of a revision surgery planned and performed on the (B)(6) 2019, about 2 years and 9 months after primary for infection and stem subsidence. The surgery was completed successfully. The pathogen is multi-resistent skin germ.